Event description:
This is the second of two reports for the same pt involving two events with a single lot. Refer to 1065835-2014-00024 for the description of the first event report. A report was received from a medical practice that a pt who had a history of corneal ulcers switched to this product and had an ulcer reoccur. Add'l info, including medical records, has been requested but not yet received. Add'l info received via questionaire from the physician states at the time of the event the contact lens was one day old. The event occurred in the left eye (os) on (B)(6) 2014. There was contributing factors related to the event. The pt experienced moderate discomfort and redness. There was no discharge or anterior chamber reaction. There was an ulcer centrally located (4-6mm), size unk, there was a sterile ulcer and single infiltrate. The size of the infiltrate is unk. There was mild, <50% corneal staining. Clinical diagnosed is listed as sterile ulcer. The treatment prescribed is chloramphenicol 1.0% (prophylactic) and liquid gel eye drop. The event has resolved.

Manufacturer narrative:
(B)(4). The complaint product was not returned for eval at this time. The device history record and sterilization record and investigation for this lot are in progress. Upon completion of the investigation, a f/u medwatch will be filed. (B)(4).